Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump gave an error message and prompted a reset of the time and date, each time the battery is changed. The insulin pump had alarmed for a reset error. The customer did not recall the blood glucose reading. The alarm occurred on (B)(6) 2015. The insulin pump had not been stored or out of use for an extended period of time. History error alarms were also noted in the alarm history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
No unexpected reset anomalies, or alarms were noted during testing. The pump passed the self test and displacement test. The pump was received with constant alarms during the battery change due to a faulty component on the interface board. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and moisture damage on the lcd board.